Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged at pre-discharge check following implant. Both sensing and pacing were unaffected but a chest x-ray confirmed the lead had moved. A revision procedure was performed wherein the lead was successfully repositioned. No additional adverse patient effects were reported. This system remains in service.